Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that patient was hospitalized due to left knee swelling, was positive for dvt and was treated with antibiotics.